Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator is moving around in the pocket. The patient has been referred to a surgeon to address the migration. Per the neurologist, no assessment on the cause of the migration is available, and the start date of the migration is unknown. The surgical intervention was noted to be to preclude injury. The implanting surgeon has retired. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Information was received indicating that the patient underwent prophylactic generator replacement due to the battery being at 11-25%. Prior to the generator replacement surgery, the surgeon assessed the patient's generator migration and determined that no surgical intervention was required/warranted as the migration was not causing any issues for the patient at that time. Therefore, the generator replacement surgery was not relevant surgical intervention for the generator migration. No additional relevant information has been received to date.